Manufacturer narrative:
The field service engineer found that two sipper probes were leaking. The pinch tubing and syringe seals were replaced. Analyzer checks, calibration, and qc were run successfully. Based on the available data, a general reagent issue could be excluded.

Event description:
The initial reporter received questionable elecsys hcg test system results on a cobas 6000 e601 module. The results were auto verified and the physician requested repeating the tests as they did not fit the patients' clinical pictures. On the first patient, the initial hcg result was 1.3 miu/ml. The repeat result on the same instrument was 165 miu/ml. The sample was repeated a second time on another 6000 module and the result was 158.8 miu/ml. On the second patient, the initial hcg result was 1.3 miu/ml. The first repeat result on the same instrument was >10000 miu/ml and the auto dilution result was 21931 miu/ml. The second repeat auto diluted result was 21605 miu/ml. The sample was repeated a third time on another 6000 module and the auto diluted result was 22469 miu/ml. The initial results were reported outside of the laboratory. The results from the other cobas 6000 were deemed correct. The hcg reagent lot number was 56666901 and the expiration date is 31-jan-2023.